Event description:
It was reported that the insulin pump had bolus anomaly. Customer's blood glucose was 18 mg/dl. Customer requested insulin pump replacement. No further information provided.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The event history file was overwritten. Unable to verify unexpected bolus. Insulin pump was programmed with multiple boluses and monitored. All boluses delivered completely and were properly recorded in the bolus history screen. No bolus history anomaly noted. Insulin pump received with cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)